Event description:
It was later reported that no granuloma was found in the MRI that was done in june. No further studies were performed. The patient was seen for a refill in july 2013 and no volume discrepancies were noted. The oral breakthrough pain medications were increased but the morphine dose was not adjusted. No issues were suspected with the pump. It was unknown why the patient¿s pain was no covered. No trauma or injury was noted. No further studies or interventions were planned. The device system was used to deliver morphine 0.354mg/day at 2mg/ml.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
It was reported that an MRI of the thoracic spine was planned. They were looking for a possible blockage to the pump. A granuloma was suspected. The pump was delivering morphine.